Event description:
It was reported that during a device upgrade procedure on (B)(6) 2013, attempts to access the subclavian vein were unsuccessful due to occlusion and resulted in a pneumothorax. On (B)(6) 2013 after performing a chest x-ray, a small chest tube was placed for pneumothorax management. The patient remained stable throughout the hospital course and was discharged home on (B)(6) 2013 after the pneumothorax was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.